Manufacturer narrative:
Insulin pump received with a constant blank flashing white light display and constantly beeping due to vertical cracked lcd controller. Unable to perform the self test and displacement test due to a constant blank flashing white light on the display. Scratched case, cracked keypad overlay and pillowing keypad overlay. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.